Event description:
It was reported that during a procedure when the ablation pedal was released the generator kept ablating. The physician quickly pulled the catheter into the sheath to stop the ablation. Due to that rapid impedance change, by design, the generator stopped. Ablation procedure was continued with the same generator and pedal. Problem did not reoccur. Procedure was completed successfully. No patient injury was involved in this case. Patient has fully recovered.

Manufacturer narrative:
In the case of this complaint, the issue was resolved by replacing the defective foot switch. Upon repair, the generator was tested for safety and functionality and found acceptable.